Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (392 mg/dl) the customer took a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, the customer noted small bubbles and gaps in the infusion set tubing. The customer changed supplies and resumed insulin delivery.